Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin squirting out during priming. The customer¿s blood glucose was unknown. The customer reported that the insulin pump was not giving him a no delivery alarm, alarm was not function even though and it was not giving him proper insulin amount and while priming, the insulin squirting out instead of drip. The troubleshoot was declined by the customer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime/a33 test due to loose drive support disk. Unable to verify excessive no delivery alarm due to loose drive support disk. (B)(4).